Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although an ¿occult infection on spect-CT could be ruled out in advance¿ per primary operative report, the wound dehiscence with purulent exudate within 3 weeks of implantation was due to infection and is suspicious for an unresolved (occult) joint infection; however, this cannot be definitively concluded based on the limited documentation provided. The patient impact included the symptoms of infection, wound dehiscence and insert revision with wound wash-out along with antibiotic therapy. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a right tka was performed on (B)(6) 2022, a revision surgery had to be performed on (B)(6) 2022 to replace the lgn ps high flex xlpe sz 3-4 9mm due to infection and inflammatory reaction.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).